Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been hospitalized for high blood glucose (bg) levels. Patient stated adjustment to the settings took place last month and was not related to high blood glucose. Patient stated there were some changes made to the pdm but patient cannot recall the changes that was made. Patient mentioned it may have to do with the amount of insulin receive during a bolus. At the time of the hospitalization patient¿s blood glucose levels reached 1025 mg/dl while wearing the pod on the infusion site (leg). Patient states that the pod was not delivering insulin and was airlifted in a helicopter from home to the hospital where patient was hospitalized for 7 days. Patient was provided with insulin drip and a pump as treatment. After 2 days of hospitalization they were able to put on a new pod to moderate the patient's blood glucose levels.